Manufacturer narrative:
The device history records & sterility records have been reviewed by manufacturing and found to be in compliance. This lens was manufactured before the voluntary recall of this device in april 2000. The lens underwent a modified (buffered tumbling) process during its manufacture. For thos lenses there have been isolated reports of a biofilm developing.

Event description:
A surgeon reported that a miol u940a, implanted in the right eye of a female pt in 1999, has since mildly opacified and is scheduled to be explanted in the near future. Visual acuity reported as 20/20 (20/40 with bat glare test) at 2004, visit. Prognosis is good, but patient complains of glare in vision od and wishes to get implant exchanged. No further information is available at this time.